Event description:
A cartridge alarm was reported during the insulin pumping process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer successfully loaded a new cartridge with assistance from technical support, and the issue was resolved. Instructions for the loading process were sent to the customer via email.